Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-023423. It was reported the pt experiences a heating sensation at the ipg pocket site while charging. She stated she was unsure when the sensations starts because she usually falls asleep while charging. She stated her primary care physician told her she had burns on her back. The surgeon reported the pt's skin has shown discoloration after applying heating pads. The sjm rep advised the pt of charging precautions and to not fall asleep while recharging. No further info is available at this time. On (B)(6) 2012 st. Jude medical, neuromodulation div., sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. The increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Correction numbers: 1627487-05242011-002-r, 1627487-05242011-003-r. This ipg serial number was included in a field connection and field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.